Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the patient reported experiencing elevated blood glucose of 500 mg/dl. Her normal blood glucose range is 100 mg/dl. Symptoms of elevated blood glucose were headaches, nausea, and stomach cramps. She injected insulin via syringe to lower her blood glucose. She changed the insulin cartridge and infusion set and found the cannula was bent. After injecting insulin and changing the infusion set, her blood glucose remained in the normal range. She changes the infusion site every 3 days and the tubing every 6 days. She was educated on infusion site insertion technique. She was sent an infusion set insertion device and replacement infusion sets. The patient did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product was requested to be returned for evaluation. At the time of this report, the accu-chek flexlink plus infusion set was not under recall. On (B)(4) 2011, the patient submitted a voluntary medwatch to the FDA, (B)(4).